Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by diarrhea. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis event. On an unknown date, the patient was treated with vancomycin (dose, route, frequency, and duration not reported) and ceftazidime (dose, route, frequency, and duration not reported) for peritonitis. Action taken with therapy and recovery status of the patient was not reported. No additional information is available.

Manufacturer narrative:
(B)(4), as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.